Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device received an alert for the charge time out limit being reached during a capacitor maintenance. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.